Manufacturer narrative:
.

Event description:
The customer reported a pt with pain in their eyes after an ocular tension examination using an instrument disinfected in disopa. The pt was treated with an unk ointment. It was reported that the instruments were rinsed with running water for three or more minutes.